Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation exhibited from the left ventricular (lv) lead. It was further reported that the lv lead was reprogrammed but the stimulation persisted. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The save to disk review was determined not to be required due to the adverse event is not directly related to product performance. If information is provided in the future, a supplemental report will be issued.